Manufacturer narrative:
Concomitant products: 4598 lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated the ventricle and dislodged, resulting in a pericardial effusion and subsequent cardiac tamponade. The patient also experienced discomfort, severe chest pain and hypotension. A pericardial drainage procedure was completed with a subsequent pericardial window. The lead was ultimately repositioned and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.